Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix biliary stent was removed from a patient during an endoscopic retrograde cholangiopancreatography in the common bile duct performed on (B)(6) 2020. The exact implant date is not known. According to the complainant, on (B)(6) 2020 during the planned stent removal, it was found that the advanix biliary plastic stent had migrated up inside the common bile duct. The physician was able to run a guidewie through the inside of the migrated plastic stent and remove the stent using an inflation device. The procedure was completed by implanting an uncovered 10x80 wallflex biliary stent with no issues reported. Reportedly, there was no problem with the design of the stent, it would have been more a result of the disease state (cholangiocarcinoma) in this case. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.